Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was replaced. The patient was reportedly dong well post operatively.

Event description:
A report was received that the patient was having difficulty coupling ipg to charger. Although ultrasound was taken to measure the depth of the device from the skin, the physician was not totally convinced that it was the main issue. The patient will undergo a pocket revision procedure wherein the ipg would be placed superficially. During the revision, the physician will try to explant the ipg and charge it intraoperatively to rule out ipg malfunction.

Manufacturer narrative:
Field is populated with the di number.

Event description:
A report was received that the patient was having difficulty coupling ipg to charger. Although ultrasound was taken to measure the depth of the device from the skin, the physician was not totally convinced that it was the main issue. The patient will undergo a pocket revision procedure wherein the ipg would be placed superficially. During the revision, the physician will try to explant the ipg and charge it intraoperatively to rule out ipg malfunction.

Manufacturer narrative:
Device evaluation indicated that the complaint of difficulty charging was not confirmed. Charge profile revealed various times of erratic coupling/poor alignment of the charger to the ipg. The charge current sometimes reached the maximum current and indicates good alignment, but this optimal alignment was not consistent. The reason for the erratic coupling was unknown. Battery profile revealed a maximum depletion rate of 9mv per day, which was within the expected range. Device exhibited normal charging and discharging characteristics.

Event description:
A report was received that the patient was having difficulty coupling ipg to charger. Although ultrasound was taken to measure the depth of the device from the skin, the physician was not totally convinced that it was the main issue. The patient will undergo a pocket revision procedure wherein the ipg would be placed superficially. During the revision, the physician will try to explant the ipg and charge it intraoperatively to rule out ipg malfunction.